Event description:
Device 2 of 2. Ref MFR report: 1627487-2013-18232. The pt reported she had an injury and since then she has experienced ineffective stimulation. The pt stated she also experiences pain at the lead site which feels as though the leads are pressing on her spine. Multiple reprogramming attempts have been made to no avail. The pt is going to consult with her physician regarding having her scs system explanted. However, the pt wishes to also undergo reprogramming before having her scs system explanted.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.